Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system shows that 5 other devices from lot d5hk41 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, the anchor peg was bent during impaction. Surgery was delayed approximately 30 minutes.